Event description:
The catheter retracted with the needle into the safety barrel. An x-ray was performed to make sure part of the catheter was not still in the patient. The day surgery manager was able to see the catheter attached to needle in chamber with a magnifying glass.

Manufacturer narrative:
Attempts have been made to obtain additional information from the customer. Upon completion of the investigation, a supplemental report will be submitted. Date submitted: 08 may 2008.